Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffered pain and was injured by excessive levels of chromium and cobalt as a result of implantation with the asr hip implant. Update rec'd 1/21/2016: litigation papers received. This complaint was updated on: 2/10/2016. Update 2/5/16 supplemental info and medical records received. A dor was provided. The stem and taper sleeve are now being reported. The complaint was updated on: 2/10/2016. Update 2/8/2016: litigation received. The complaint was updated on: 2/10/2016.